Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the balloon did not inflate. The device was removed and inflated outside of the patient and it worked. Another balloon was opened and same issue occurred. The third balloon was used and inflated but not satisfactory but managed to complete the procedure. There was no patient injury.